Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a bent cannula with his sensor. The customer also states that the threshold suspends shuts off his pump. The customer states that the sensor reads 54 when his actual blood glucose is 110mg/dl. The customer was advised that the device would be replaced as a courtesy and to monitor the threshold suspend and call help line if needed. Nothing is being returned.